Event description:
When navigating driver, navigation looked accurate, if anything slightly off trajectory laterally in our axial slice (still safely in bone), but accurate to plan in sagittal. Since screw was offset laterally, there was difficulty inserting the array all the way through ee and doctor felt tactile feedback was off, driver was removed and c-arm was brought in for images. The screw was inserted on plan but and halfway through the pedicle broke out superior and was in disc space (fluoro shot included). This did not show on navigation. Minor adjustments were made to the plan. High speed burr was inserted through ee into prior hole and fluoro show accurate to plan, same with 3.5mm pilot drill. A new screw was inserted to plan and no adverse effects to the patient were presented through neurostimulation.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. Review of the fluoroscopic images assigned to l5 revealed that the lateral image contained a tracking error. A tracking error can occur if the c-arm moves with respect to the patient between x-ray emission and when the image comes over to the system. Tracking errors can lead to a preoperative merge shift and navigational integrity issues. The user acknowledges that they will perform an anatomical landmark check before proceeding with navigation. Additionally, during navigation, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and then alerted the user. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.